Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the tower door was failed. The customer stated that during this malfunction the user managed to retrieve the medication from another device. However, there were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jan-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door failed. A field service engineer replaced the tower door latch micro switches and rebooted the device to resolve the issue. The system functioned as intended after the field service engineer repaired the device.